Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as the device was not inflating properly. During surgery the surgeon discovered a hole in the tubing from the reservoir to the pump adjacent to the connector. No patient complications were reported.